Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Based on the data provided, no correlation was found between the actual condition of the product device and the source of contamination. Generally, device damage (e.g., scratches, cracks, creases, twists) can be a source of microorganisms, especially when combined with inadequate reprocessing. Without detailed cleaning disinfection and sterilization (cds) information from the customer, it is impossible to establish a link between reprocessing errors related to the validated procedures described in the instructions for use (IFU) and the product condition. There is also no information available regarding ewd (end-of-wash data) or the chemicals used. Following reprocessing by olympus, hygiene microbiological investigation (hmi) inspection results did not support the customer's findings, and no microbial growth was detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 1-100 colony forming units (cfus) of pseudomonas aeruginosa and escherichia coli. One week later, 1-10 cfus of escherichia coli were detected in the suction channel. All channels were sampled. The user did not report contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.